Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String broke, got stuck - vagina [foreign body in reproductive tract] string broke... Came out without me putting it in [device breakage] string broke, got stuck and could not get it out [complication of device removal] case narrative: consumer reported via rr that the tampon string broke. No serious injury was reported.